Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the cathlab report were reviewed. The technical investigation of the returned device showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows multiple pre-dilations along the medial lad and the proximal 1st diagonal artery, followed by the implantation of one stent in the medial lad. The stent was positioned, implanted and post-dilated with no visible issues. The complaint event itself is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lad lesion with a stenosis degree of 90-95 percent. The lesion could not be crossed with the device. Another stent was used successfully.